Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead is suspected to have a micro-dislodgment. The lead was tested before the scheduled revision and no problem was detected, thus no revision was needed. The lead remains in service. No adverse patient effects were reported.